Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results involving the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) for one (1) patient. The elevated access accutni+3 sample (designated as sample 1) was questioned after a second sample (designated as sample 2) from the same patient generated a lower result, within the customer's established reference range. The patient's first sample (sample 1) was reanalyzed on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and on an alternate access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) and lower results, within the customer's established reference range, were generated on both analyzers. The initial, elevated access accutni+3 result was released from the laboratory. There was change or impact to patient care or treatment which occurred in association with the non-reproducible access accutni+3 result, as the patient was admitted to the hospital. Quality control (qc), calibration, and system check were all performing within assay and instrument specifications at the time of the event. The patient's samples were collected in lithium heparin plasma tubes and were centrifuged for either five (5) minutes at 6000 rpm (revolutions per minute) or for seven (7) minutes at 4000 rpm. The customer did note that sample integrity was questioned after the event.

Manufacturer narrative:
The customer did not provide patient demographics such as: exact date of birth or weight. A beckman coulter (bec) field service engineer (fse) was not dispatched. There is no indication that the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of this event cannot be determined with the supplied information.